Manufacturer narrative:
One infusion administration set was received for evaluation in relation to the reported event. Visual inspection found no damage or other discrepancies on filter that could create leak. Functional testing of the device was unable to confirm or replicate the reported event. Leak testing of the device was unable to find any leaks. Root cause of the reported event was unable to be determined as the reported event was unable to be confirmed. A DHR review was unable to be performed as no lot information was available.

Event description:
It was reported that there was an underinfusion of antibiotics d/y tubing leaking at the filter. Pump stopped and patient only received a partial dose. There was no patient injury reported.